Event description:
Consumer claims her unattended heating pad caught fire and damaged her recliner. No injuries were reported with this incident.

Manufacturer narrative:
Product was left "on" and unattended which is a violation of the warnings and instructions provided. Consumer threw the product away.